Event description:
It was reported that a patient with an artificial urinary sphincter (aus) implant device found that their device was no longer working. During the explant surgery, a hole and fluid loss was found on the cuff, and the physician replaced the aus device. There were no patient complications reported.

Manufacturer narrative:
B3: date is unknown, so estimated date was entered. D10: concomitant product UDI for balloon is (B)(4). D10: concomitant product UDI for pump is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The dfu provides guidance and instruction to achieve successful ams 800 implantation and to prevent non-functioning device issues. The dfu provides guidance and instruction to achieve successful ams 800 implantation and to prevent fluid leak. Based on the information available the cause that contributed to the reported event cannot be established.